Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed low flow alarms, a specific cause for these alarms could not be conclusively determined through this evaluation. In addition, a specific cause for the reported events could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system and the reported events could not be conclusively established. The controller event log file captured 6 transient low flow hazard alarms from 12:13:45 pm through 12:58:51 pm on 12mar2019, associated with the calculated flow intermittently decreasing to values as low as 2.1 lpm, below the low flow threshold of 2.5 lpm. These alarms lasted up to approximately 90 seconds in duration. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the log file. The patient remains ongoing on the device and no further issues have been reported at this time. The heartmate 3 left ventricular assist system instruction for use lists stroke, bleeding, various types of infection, cardiac arrhythmia, and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This instruction for use also lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 13 days. (The age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that log files being sent in s/o acute spike in ldh/transaminitis. A (B)(6) y/o man with nonischemic cardiomyopathy (nicm) status post hm3 lvad on (B)(6) 2018 complicated by subarachnoid hemorrhage (sah) (on reduced ac regimen of asa 81 daily and inr goal 2-2.5), e. Coli bacteremia on chronic suppression with doxy, moderate ar, history of vt on amio, was admitted for heparin bridge prior to prostatectomy. Course complicated by hemorrhagic shock. Speed decreased during case in s/o underfilled lv and possible suction event, remained on epi/levo, hemodynamics trend and able to wean off pressors. Ac/asa held in setting of rp bleed. It was reported that there was acute transaminitis with elevated ldh and concern for pump thrombosis or acute liver clot - however hemodynamics, pump parameters and echo do not suggest this - lv size stable, he was on heparin drip and aspirin was restarted. This was improving with heparin. Consider CT scan for biliary eval. Ldh peaked at 635, now trending down to 248 today. Heparin for now goal ptt 60-70. Ptt's over the weekend have been 40-50's. It was reported that the patient experienced a hemorrhagic shock due to retroperitoneal and intraperitoneal hemorrhage, transfuse hb > 8, cbc now stable, urology on board, heparin has been started as has aspirin. The patient had a fever (unclear cause, workup was negative, vanc, cefepime, flagyl - consider stopping tomorrow) on (B)(6) 2019,the event log file for hm3 patient dehup contained clusters of low flow alarms and pi events. There were also some set speed changes. No equipment related alarms or events were recorded.